Event description:
This was a coronary diagnostic case. The initial access puncture was satisfactory. The physician could not advance the 0.018 wire once the plunger was depressed. Under fluoro, the wire was seen in a side branch unable to advance. The physician retracted the plunger, partially withdrew axera to inspect and re-inserted back into the femoral artery and attempted to re-deploy the device. On the 2nd plunge, he successfully inserted the 0.01 wire and proceeded to insert the 7f sheath with great resistance and difficulty. Upon sheath insertion a large hematoma began swelling. The manual compression was applied for 45 minutes until the bleeding became controlled. Under angiogram the dissection was observed. The procedure was stopped, the patient was kept overnight. The next day the patient was brought back to the cath lab and procedure was performed with out incident.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera 2 access system instructions for use (IFU), was reviewed. See scanned page. The IFU provides the appropriate instruction on device usage, warnings, and precautions; therefore, no update is required. Based on the review completed, it is unknown whether or not the device was out of specification as it cannot be definitively determined. The root cause of the dissection, based on available information, is reinsertion of device. The physician has been re-trained on proper usage of the device, including instructions related to device removal and when resistance is encountered.